Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the adhesive plaster detached from the connector plate of the head set, leading to elevated blood glucose levels. The patient changed the cannula immediately and the blood glucose levels decreased aftewards.